Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported inform result of 224 mg/dl, lab result of 27 mg/dl within 10 minutes. Reported no adverse event as a result of this discrepancy; the customer was treated with 1/2 amp of d50 based upon lab value. A request was made for the return of the strips, replacement sent.